Event description:
The medical assistant reported a needle top with a black spec. She mentioned her colleague had one as well. Checked in with that colleague but she mentioned she disposed of it as well as the packaging.